Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy pump was alarming and not working. It was reported the pump turned off twice in the middle of the night over the last two months. No adverse patient effects were reported for not receiving the remodulin.